Event description:
It was reported an aortic arch study was performed with arterial access obtained in the right femoral artery using a 5f ultimum sheath; oozing was noted around the insertion site. The procedure was completed, however, following removal of the sterile drape, it was noted the sheath section had separated from the hub with a sheath section remaining in the pt's leg. The sheath section was removed surgically, followed by closure of the artery. There were no pt complications.